Event description:
It was reported that a faradrive steerable sheath clear that was selected during a farapulse procedure to treat a paroxysmal atrial fibrillation exhibited air ingress. Upon insertion of the catheter into the sheath, air was noticed during aspiration of the sheath. With further aspiration, air was seen to have been drawn into the aspiration syringe. The physician believed that this was related to the hemostatic valve of the sheath. The sheath was then replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear that was selected during a farapulse procedure to treat a paroxysmal atrial fibrillation exhibited air ingress. Upon insertion of the catheter into the sheath, air was noticed during aspiration of the sheath. With further aspiration, air was seen to have been drawn into the aspiration syringe. The physician believed that this was related to the hemostatic valve of the sheath. The sheath was then replaced, and the procedure was completed successfully. No patient complications were reported. The sheath was returned for analysis. It was further reported that no abnormalities were noted during preparation of the sheath. No leakage nor any air in patient was noted. Dilator transseptal guidewire and farawave catheter were the devices inside the sheath when air was noted.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no outer abnormalities. Microscopic inspection of the hemostatic valve identified a tear in both the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve. The reported event was confirmed via analysis.

Manufacturer narrative:
B5: describe event or problem - updated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear that was selected during a farapulse procedure to treat a paroxysmal atrial fibrillation exhibited air ingress. Upon insertion of the catheter into the sheath, air was noticed during aspiration of the sheath. With further aspiration, air was seen to have been drawn into the aspiration syringe. The physician believed that this was related to the hemostatic valve of the sheath. The sheath was then replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to return for analysis. It was further reported that no abnormalities were noted during preparation of the sheath. No leakage nor any air in patient was noted. Dilator transseptal guidewire and farawave catheter were the devices inside the sheath when air was noted.